Event description:
Breakage/rupture of catheter in pt. The pt had the catheter inserted less than 1 hour. During the catheter traction/stretch to see the correct position the catheter to x-ray, catheter broke. No medication was used, only saline solution. The reminiscent part of the catheter was removed manually with no harm to the pt. There was no uneventful in pt.

Manufacturer narrative:
Results of the device eval will be filed in a supplemental report when sample is received.